Event description:
On (B)(6) 2021, through a clinic survey, fresenius became aware of this peritoneal dialysis (pd) patient who experienced a serious infection and patient had to discontinue pd due to the infection. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s serious infection; however, no additional information was obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: in the intake, there was no indication this event was related to the performance of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s serious infection. In a customer experience survey, this patient reported having had a serious infection while previously on peritoneal dialysis modality. No additional information was obtained despite multiple due diligence attempts. Therefore, the type of infection could not be confirmed. However, there were no recorded allegations, nor is there any objective evidence that this event was caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue.

Event description:
On 8/oct/2021, through a clinic survey, fresenius became aware of this peritoneal dialysis (pd) patient who experienced a serious infection and patient had to discontinue pd due to the infection. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s serious infection; however, no additional information was obtained.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.